Event description:
A review of service data detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger would intermittently fail to power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon receipt battery charger intermittently failed to power on. The cause was a defective connector on the charger's power brick. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The last pt to use this battery charger/modem did not report any deficiencies.